Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, sterile water in the foley catheter leaked into the bag.

Manufacturer narrative:
The reported event is confirmed as manufacturing related (CAPA# 8266921). Received four photos for evaluation. The first one shows a top view of a 3-way all silicone catheter. The second photo shows the catheter's funnel. The next two photos show the deflated balloon and tip and the catheter's cap. Received 1 all silicone foley catheter with syringe. Visually inspected catheter, no physical defects present. Attempted to inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe however upon inflation the blue solution entered into drainage lumen indicating lumen to lumen leak. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 was applicable for this product lot number. A labelling review was not required as CAPA 8266921 was applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, sterile water in the foley catheter leaked into the bag.